Manufacturer narrative:
(B)(6). The device appears to not have been used. No visible damage was noted to the parts returned. The device implants were able to be deployed without issues. The complaint could not be confirmed; and a root cause is not able to be determined. A review of the device history records and complaint files confirmed that no additional complaints have been reported and no abnormalities were noted during the manufacturing process for this lot. After the evaluation a definitive root cause for the reported issue could not be determined. There are no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that there was a knot in the suture when the two t-bars were deployed. All parts of the device were removed and none remained in the patient. There were no reported patient injuries. No other complications were noted.